Manufacturer narrative:
(B)(4). D10: unknown cup unknown g2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, a3, b5, d1, d4, d6a, g3, g4, g6, h2, h4, h6.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on and was implanted with zimmer biomet products. Subsequently, the patient was revised less than one month post implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing for the liner. Review of complaint history found no additional related issues for this item and the reported part and lot combination for the liner. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information available to report at this time.